Event description:
It was reported that the pump declared an altitude alarm. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Reportedly the alarm ultimately cleared, and the customer continued to use the pump for insulin therapy.